Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for prophylactic and status post fall due to seizure. At some time post filter deployment, it was alleged that the filter migrated to the right renal vein and struts perforated the vena cava. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege a g2 x filter was deployed at l2-l3 level for a patient with contraindication for anticoagulation therapy. Approximately seven years and four months post deployment, a vascular surgeon was consulted for indwelling inferior vena cava filter and was found that the filter was placed seven years back. Computed tomography of abdomen was performed which showed that the filter was more superiorly located within desirable lying at the level of the renal veins. There was some involvement with right renal veins. Physician had reviewed and discussed with the patient. Retrieval would be optimal, but current location presents concern for damage to the renal vein. Patient was planned for filter retrieval in near future. Approximately one month later, a computed tomography of abdomen and pelvis was performed for abdominal pain, nausea and vomiting. The study showed that the filter was in place and several struts extend outside the vena cava. Approximately two months later, patient was planned for inferior vena cava filter removal. Through the right internal jugular vein approach, the wire was navigated into the inferior vena cava. Then advanced a bard retrieval sheath and used a snare to grab the hook of the filter. It was then able to advance a sheath carefully over the filter, stringing the sheath and able to retrieve the inferior vena cava filter out of the body. There was no extravasation noted at completion venography. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However the investigation is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 10/2012 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for prophylactic and status post fall due to seizure. At some time post filter deployment, it was alleged that the filter migrated to the right renal vein and struts perforated the vena cava. The device was removed percutaneously. The current status of the patient is unknown.